Event description:
Prior to registration the surgeon was viewing a merge between two scans, pressed validate and a windows error popped up 'rosanna program not responding'. The surgeon pressed the x button on the top right of that window and the robot shutdown. The robot was restarted and logged into the rosa brain application and the entire patient folder was gone. The patient folder was created on a previous date from the patient¿s seeg surgery and the surgeon was going to use an existing trajectory off of this plan. There was a patient folder that showed under a different name, but with the december 18 date (type¿ in the server), but the plan was still different from the original patient folder. The field service engineer (fse) logged into the maintenance side of the robot and pulled the correct patient folder and loaded it onto a usb drive. The fse reopened the rosa brain application and the usb was not recognized by the robot in either port. The robot would also not recognize a second usb that was tried. The fse went into pacs and pulled each exam individually from the file system off of my original usb and created an entire new patient folder (type in the server) with these exams. The surgeon planned a new trajectory and proceeded with no further issues during registration or the surgery.

Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. This analysis concluded that a crash occurred when the user was loading the CT pre-operative exam as the 3d reference. The exam was merged just before with another CT. The exam contained 301 slices - which is over the specification limit ¿ and also contained artefacts on few slices. These two elements might be the cause for the crash due to the memory required to perform multiple operations simultaneously. The user was not able to find out the patient folder in the exam frame list after the crash because no 3d exam was defined in the .ros file when the crash occurred. This event depends on the .ros file content and occurs regardless of the memory stick used. A patient folder cannot be read in the software if the 3d reference is not identified. However, the patient folder could have been recover by defining an exam as the 3d reference. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Prior to registration the surgeon was viewing a merge between two scans, pressed validate and a windows error popped up "rosanna program not responding". The surgeon pressed the x button on the top right of that window and the robot shutdown. The robot was restarted and logged into the rosa brain application and the entire patient folder was gone. The patient folder was created on a previous date from the patient¿s seeg surgery and the surgeon was going to use an existing trajectory off of this plan. There was a patient folder that showed under a different name, but with the december 18 date (type¿ in the server), but the plan was still different from the original patient folder. The field service engineer (fse) logged into the maintenance side of the robot and pulled the correct patient folder and loaded it onto a usb drive. The fse reopened the rosa brain application and the usb was not recognized by the robot in either port. The robot would also not recognize a second usb that was tried. The fse went into pacs and pulled each exam individually from the file system off of my original usb and created an entire new patient folder (type in the server) with these exams. The surgeon planned a new trajectory and proceeded with no further issues during registration or the surgery.